Event description:
New information received stated that the atrial lead was successfully capped and replaced on (B)(6) 2018. The patient tolerated the procedure well.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the atrial lead exhibited noise, loss of capture, and loss of sensing. There patient was stable. The device was reprogrammed. Lead replacement procedure was discussed. No intervention was reported.